Manufacturer narrative:
This report is for an unknown screw/rod construct accessories/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: agarwal, n., heary, r.f., and agarwal, p. (2018), adjacent-segment disease after thoracic pedicle screw fixation, journal of neurosurgical spine, vol. 28, pages 280-286 (USA). The objective of this study is to review the literature on adjacent-segment disease after thoracic pedicle screw fixation and report their own experience specifically involving the use of pedicle screws in the thoracic spine. A total of 123 patients (76 males and 47 females) with a mean age of 41 years (range 18-79 years) underwent spinal fixation using thoracic pedicle screws using the expedium system (depuy spine). The following complications were reported as follows: 7 incidences of instrumentation failure. 8 lucencies surrounding the screws were observed. 1 patient had definitive asd of the thoracic spine. This report is for an expedium system (depuy spine). It captures the reported instrumentation failure. This is report 1 of 3 for complaint (B)(4).